Manufacturer narrative:
Additional information is provided in d.10., g,1., g.2., h.3., h.6. And h.10. The company service representative examined the system but was unable to replicate the reported event. The customer noted that the issue was not with the system but due to user error due to lack of training. The system functioned as intended. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error due to lack of training. The system itself was found to have no problem. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported problems with laser ignition. Additional information has been requested.